Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The repair inspection identified foreign material was clogged inside the air/water nozzle at the distal end of the scope. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (oekg) was informed by the biomedical engineer at the user facility that the customer evis exera ii gastrointestinal videoscope was returned to the olympus repair center for a reported ¿no flow from the main air/water system¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported. However, during the repair inspection, a foreign material was identified to be clogged inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture foreign material found clogged inside the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.